Event description:
It was reported that the guidewire was stuck. During insertion of a pulmonary vein isolation a farawave was selected for use. The cardiovascular technician flushed the guide wire lumen of the catheter and inserted the rosen guidewire. Advancing the wire more than 3 inches into the catheter proved difficult. After multiple attempts, the wire was finally advanced out of the catheter tip. Deployments were tested, and the wire was retracted to the tip for insertion. Once the catheter was inserted into the fardrive sheath, the physician attempted to advance the wire out of the catheter and sheath near the tip, but the wire became stuck and could not be advanced or retracted. The wire was removed, and a new wire was attempted, but it also could not be advanced. Consequently, the catheter was removed and replaced with a new one. The procedure was completed without further complications. The farawave is expected to be returned for analysis. Furthermore, additional information revealed that heparin was administered both before and after the transeptal procedure. It remains unclear whether the patient took their regular anticoagulant medication on the day of the procedure. The act was greater than 300 during the case; however, an act measurement was not available prior to initially advancing the catheter into the sheath. An act was drawn five minutes after the transeptal puncture. This issue was first observed while advancing the wire in the catheter outside the body and again immediately after the catheter was inserted into the sheath. The catheter had not yet exited the sheath or entered the left atrium. Fluoroscopy (fluoro) and transesophageal echocardiography (tee) were the imaging modalities used in the case.

Manufacturer narrative:
Upon device return and inspection, no damages were observed on the device. A stuck guidewire was returned inside the device. An attempt to withdraw the inserted guidewire was made and it was unsuccessful. The catheter was dissected to further inspect the guidewire lumen damage. Upon dissection it was noted that the guidewire lumen was heavily kinked just outside the inner hypotube.

Event description:
It was reported that the guidewire was stuck. During insertion of a pulmonary vein isolation a farawave was selected for use. The cardiovascular technician flushed the guide wire lumen of the catheter and inserted the rosen guidewire. Advancing the wire more than 3 inches into the catheter proved difficult. After multiple attempts, the wire was finally advanced out of the catheter tip. Deployments were tested, and the wire was retracted to the tip for insertion. Once the catheter was inserted into the fardrive sheath, the physician attempted to advance the wire out of the catheter and sheath near the tip, but the wire became stuck and could not be advanced or retracted. The wire was removed, and a new wire was attempted, but it also could not be advanced. Consequently, the catheter was removed and replaced with a new one. The procedure was completed without further complications. The farawave is expected to be returned for analysis. Furthermore, additional information revealed that heparin was administered both before and after the transeptal procedure. It remains unclear whether the patient took their regular anticoagulant medication on the day of the procedure. The act was greater than 300 during the case; however, an act measurement was not available prior to initially advancing the catheter into the sheath. An act was drawn five minutes after the transeptal puncture. This issue was first observed while advancing the wire in the catheter outside the body and again immediately after the catheter was inserted into the sheath. The catheter had not yet exited the sheath or entered the left atrium. Fluoroscopy (fluoro) and transesophageal echocardiography (tee) were the imaging modalities used in the case.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire was stuck. During insertion of a pulmonary vein isolation a farawave was selected for use. The cardiovascular technician flushed the guide wire lumen of the catheter and inserted the rosen guidewire. Advancing the wire more than 3 inches into the catheter proved difficult. After multiple attempts, the wire was finally advanced out of the catheter tip. Deployments were tested, and the wire was retracted to the tip for insertion. Once the catheter was inserted into the fardrive sheath, the physician attempted to advance the wire out of the catheter and sheath near the tip, but the wire became stuck and could not be advanced or retracted. The wire was removed, and a new wire was attempted, but it also could not be advanced. Consequently, the catheter was removed and replaced with a new one. The procedure was completed without further complications. The farawave is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.